Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 142 mg/dl. Customer used u-500 insulin. Tandem technical support advised the customer on pump labeling instructions. Customer changed supplies and resumed insulin delivery.